Event description:
It was reported the screw broke during implantation. A previous surgery with unspecified instrumentation had been performed for stabilization. Presently, a 7mm tap was used and then a 7.5 mm screw was advanced. "A strong frictions was observed and at the end of the screw the screw was broken." No further information is available at the time of this report.